Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela. Although the name of the physician is known, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received indicating: it was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved with a starclose se device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was not confirmed as key components were not returned with the device. A review of the lot history record revealed no nonconformances that would have contributed to this complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Three unused, sterile proglide devices with the same lot number 30915k1 as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected.